Event description:
A report was received that two hours following the implant procedure the patient was unable to move his limbs from the neck down. Approximately forty five minutes later the patient was able to move all of his limbs without issue. Approximately four days later the patient underwent a complete explant of his entire system to address loss of feeling from the waist down. During the explant procedure the physician discovered a 1 mm hematoma without compression and the midline anchor was dislodged as well. Following the explant procedure the patient is going well.

Event description:
A report was received that two hours following the implant procedure the patient was unable to move his limbs from the neck down. Approximately forty five minutes later the patient was able to move all of his limbs without issue. Approximately four days later the patient underwent a complete explant of his entire system to address loss of feeling from the waist down. During the explant procedure the physician discovered a 1mm hematoma without compression and the midline anchor was dislodged as well. Following the explant procedure the patient is going well.

Manufacturer narrative:
Sc-1200 and sc-8216-70: the device was returned for evaluation, however they were unable to confirm the reported observation with testing of the returned product. Additional information: concomitant medical products. Additional suspect medical device components involved in the event: model: sc-8216-70. Serial/lot: (B)(4). Description: artisan lead 70 cm.